Event description:
The rptr indicated that the site had been unable to interrogate a vns pt's generator with their programming wand, and that interrogation was successful once the wand was replaced with a new one. The product was returned and is currently awaiting analysis.